Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold. Further information indicated that the lv threshold had been high several years ago and had steadily increased since last year. Thus, this lv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this lead had dislodged from its original site of implant. This lead was capped and replaced. No additional adverse patient effects were reported.